Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged headache, respiratory issues, nose bleeding, ear infection. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of black particles.the patient alleged headache, respiratory issues, nose bleeding, ear infection. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found a black star-like pattern contaminant on the top enclosure, hair and an unknown contaminant on the front panel, dust particulate contamination on the c122 sensor of the pca, inside of the filter area of the blower box, dust contaminant on top of the blower box, pressure sensor seal, flow sensor seal, iso port o-ring, blower, blower box, blower box cap, and the blower seal, unknown contamination on the bottom enclosure. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.